Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately seven years later post filter deployment, it was alleged that the filter tilted and struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately seven years later post filter deployment, it was alleged that the filter tilted and struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, computed tomography revealed the filter was centered approximately at the l4 level. The filter was noted to be tilted with three of the left sided struts extended outside the lumen of the vena cava and one of the struts passes anterior to the adjacent aorta, 1.6 cm beyond the wall of the vena cava and another of the struts appears to project within the aortic lumen. However, there was no evidence of associated perforation, hemorrhage or other retroperitoneal abnormality. Approximately a few days later, the filter was located at the level of l4 and the upper portion of the filter tip was facing toward the right upper quadrant. The struts face toward the left lower quadrant. Approximately two months later, patient presented for filter retrieval. The pre-operative imaging showed severe angulation of the filter with filter leg penetrated through the wall of the inferior vena cava with one leg into the aorta. There was evidence of filter leg penetration through the caval wall as well as hook penetration through the caval wall with severe tilting of the filter. Through the right internal jugular vein approach, removed the filter without difficulty. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filer tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.